Event description:
Same case as MFR#: 2134265-2009-01093. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, continuous daily chest pain, headaches, nausea and pain between the should blades has occurred. The 2.50x8mm taxus express2 drug-eluting stent (des) was implanted in an unk vessel. This sent was implanted "to extend the original stent size" of a 2.5x16mm taxus express2 that became occluded three weeks after implantation. The pt has experienced continuous daily chest pain since the initial stent implant. Post implantation of the 2.50x8 taxus des the pt has also experienced intermittent headaches and pain between the shoulder blades. Since 2008, the headaches became continuous. Recent angiography results show no issues with the implanted stents, but the pain persists. Attempts to receive additional info were unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.